Manufacturer narrative:
Evaluation of this complaint confirms it is associated with a previously confirmed issue. The ticket being investigated reported discrepant patient results (false positive) with non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result when using the alinity m resp-4-plex amp kit (list 09n79-090 and 09n79-096). Non-sigmoidal curves are not expected to produce positive results. Therefore, this investigation will also be dispositioned as confirmed. Specification not met: while the runs were valid and met assay specification requirements, a product deficiency was identified based on the interpretation of the patient samples. Positive results are expected to generate a sigmoidal curve. False positive discrepant patient results identified in this complaint exhibited non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result. Non-sigmoidal curves are not expected to produce positive results. Abbott molecular determined that a field corrective action should be taken via approval of 493-risk. This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. Urgent field safety notice /field correction recall (fa-am-dec2021-264) and a technical service bulletin to provide customers background on theissue, potential impact and necessary actions was issued. The following mdrs were also reported as related to fa-am-dec2021-264: 3005248192-2021-00110 follow up report 2 3005248192-2021-00406 3005248192-2021-00367 follow up report 1 3005248192-2021-00313 follow up report 1 3005248192-2021-00361 follow up report 1 3005248192-2021-00402 follow up report 1 3005248192-2022-00077 3005248192-2021-00152 follow up report 1 3005248192-2021-00126 follow up report 1 3005248192-2021-00381 follow up report 1 3005248192-2021-00454 follow up report 1 3005248192-2021-00370 follow up report 1 3005248192-2022-00212 follow up report 1 3005248192-2021-00343 follow up report 2 3005248192-2022-00142 follow up report 2 3005248192-2021-00375 follow up report 1 3005248192-2021-00479 follow up report 1 3005248192-2021-00480 follow up report 1 3005248192-2021-00481 follow up report 1

Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported 3 false positive results when running their alinity m resp-4-plex assay on the alinity m instrument. Analysis of results identified 3 discrepant results. Sample ID (B)(6) on (B)(6) 2021 received a positive result with cycle number (37.94 cn) for sars-cov-2 with valid internal control (ic). Sample ID (B)(6) on (B)(6) 2021 received a positive result with cycle number (34.40 cn) for sars-cov-2 with valid ic. Sample ID 1034092694 on (B)(6) 2021 received a positive result (39.13 cn) for sars-cov-2 with valid ic. The customer stated that per their policy they reran the samples. All 3 of the samples were retested the following day from the original date they were tested, the results were negative. Only the negative results were reported outside the laboratory. Therefore, there was no report of impact to patient management due this observation.